Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons was rarely less responsive also screen of insulin pump was smudge and had turn just right to read it. Customer's blood glucose value was unknown. Customer also stated insulin pump had random no delivery alarms often lost sensor signal. The device will not be return for analysis.